Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was explanted and replaced. Following the procedure, the patient was in good condition.